Manufacturer narrative:
Continuation : product ID 3391-40 lot# unknown serial# implanted: (B)(6)2015 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 28-mar-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's lead was broken during a battery replacement procedure on (B)(6) 2015. As a result the lead was replaced on (B)(6) 2015. There were no symptoms reported. No further complications were reported or anticipated.